Event description:
It was reported that pump generated cartridge alarms, including cartridge alarm 34, without exposure to magnets or occurrence during load process, and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, was instructed to place pump in storage mode, and was advised to return problematic pump within 10 days using provided shipping materials, while technical support confirmed warranty status and software version, arranged shipment of replacement pump, and instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.